Event description:
The user facility reported that a patient underwent a left renal stent placement. At the onset and during procedure, 4000 units of heparin was administered intravenously. Following the stent placement, a preplacement angiogram was performed and a 6f angio-seal device was deployed in the right groin. The patient experienced some oozing from the site and manual pressure was applied for 10 minutes, in conjunction with a syvek patch. The patient was moved to a bed and more oozing was noted. An additional 10 minutes of manual pressure was applied. Upon returning to the unit, it was noted that the patient had become hypotensive, pale and ashen. A tomography scan of the abdomen and plvis revealed a large retroperitoneal hematoma on the right side, extending up to the right kidney and distally to the level of the right femoral artery. A bedside duplex ultrasound was also performed and revealed active bleeding from the puncture site. Laboratory test results revealed elevated activated clotting time (act) 165, with hemoglobin dropping to 6. According to a vascular surgeon; it appeared that the right distal iliac artery had been cannulated. Based on these findings, the patient was taken to or where the angio-seal device was removed and the right distal iliac artery was repaired. Following surgical intervention, doppler studies of the right leg were performed and revealed good distal pulses. The patient is recovering and reported to be doing well.